Event description:
It was reported that both the inner hexagon and outer threads of three sequoia closure tops were stripped during final tightening intra-operatively. New closure tops were used to complete the surgery and there was no patient impact; however, there was a 10 minute delay to exchange the closure tops. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.